Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in tubing/ chamber and also alleged difficulty in breathing/ short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing/chamber, difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing or chambers, difficulty breathing, or shortness of breath related to a bipap device's sound abatement foam. Additional information received about alleged lung disease, bladder cancer, and lung cancer.  Section b1 was corrected to adverse event and product problem (only product problem was checked in initial MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. In this report, health effect - clinical code and health effect - impact code has been updated or corrected.

Manufacturer narrative:
The manufacturer missed capturing the reporter details in the previous MDR 2518422-2022-56388-2, and this information has been updated in the current report. Sections a1 and e1 have been updated in this report.